Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 380 mg/dl for greater than 4 hours and also reported red x point to a book. The customer treated hyperglycemia through manual injection. The event involved product(s) mmt-399a, mmt-1884, mmt-332a, 78893-01. Troubleshooting was performed for hyperglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was performed for open book image. The customer reported the insulin pump performed safety checks and the error was found. There was a crack at the side of the battery compartment. No further patient complication was reported. No product return is required for mmt-399a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for 78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis of the product was performed. Customer returned pump for an alleged critical pump error (open book image) alarm, high bgs (greater than 4 hours) and cosmetic damage located at the case - battery compartment found on (B)(6) 2026. On related svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2026. On related svn#: 000321632842 - customer returned pump for an alleged pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2025. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. As per r&d engineer mark freger: the critical pump error (open book image) alarm was generated due to 3 sequential pump error 63 alarm (line number 21184 file number 49 & line number 704 file number 2006) caused by lcd test failure on (B)(6) 2026 13:04:48.000 and (twice) on (B)(6) 2026 13:04:58.000 according in the pump detailed trace file. Pump error 63 alarm (line number 21184 file number 49 & line number 704 file number 2006) was confirmed, suspecting the hw. On the primary svn#: (B)(4) event date of 17-mar-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 17-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week from the primary svn#: (B)(4) event date of 17-mar-2026. Unable to test for pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly due to critical pump error (open book image) alarm. Pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly were unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.09 mv). The pump was received without a battery. The pump was received with the battery cap with a missing metal contact. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to test for pump/transmitter communication anomaly, pump/mobile (bluetooth) communication anomaly, perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was generated due to 3 sequential pump error 63 alarm (line number 704 file number 2006). Pump error 63 alarm (line number 704 file number 2006) suspecting the hw. Battery cap contacts missing/damaged was also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.